Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (b)(5); batch: 7077205/7077241.

Event description:
It was reported that the patient experienced jaw stimulation and that her therapy was no longer adequate. In addition, when the stimulation was turned on, the patient complained of headaches, tingling near the battery, calf cramps, and a burning sensation. The patient also experienced pain in her head and other areas. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility.